Manufacturer narrative:
(B)(4). Batch # m53e77. Release button. The ec60 device was returned with no visual non-conformances and with an ecr60b cartridge loaded on the device. The returned reload was received unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. The device was disassembled to examine the internal components and the left side release button post was broken. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The reported event could not be confirmed as the device was not inside its sterile package. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, a foreign matter like a plastic piece was found inside the package after the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.